Event description:
It was reported the patient felt a sudden surge in her stimulation and had difficulty initiating a communication between the ipg and the patient programmer for a few hours. The communication later resolved. Following the event, the patient was able to adjust the stimulation without any difficulty. However, the patient then reported, she had been unable to turn her system up as high as she had previously been able to. Sjm representative reprogrammed the system around the contacts which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.